Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while using cs100 intra-aortic balloon pump, chinese, 220v intra-aortic balloon pump (iabp) a warning message indicated low negative pressure. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, h6 (type of investigation, investigation findings, investigation conclusions). It was reported by the customer that during use of the cs100 intra-aortic balloon pump (iabp), there was a malfunction. The issue was related to a low negative pressure alarm. The customer was advised to replace the equipment. No patient injury report has been received. No repairs were made, and no parts were replaced. The equipment was handed over to a third-party repair service by the hospital, and further information cannot be obtained. No feedback has been received regarding balloon issues. The customer has not informed of the follow-up treatment plan.